Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the device intermittently powers on and off, which was observed. The cause was determined to be depressed battery pins that were unable to rebound as designed. The rear case was replaced. Additional information: connection issue.

Event description:
During baxter's functionality testing of a spectrum pump, the device intermittently powers on and off. There was no patient involvement.